Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned for evaluation. Electrical testing was performed and revealed no shorts or conduction path anomalies. Additionally, dimensional analysis of the connector boot was measured to be within required performance specification. Furthermore, the lead could be successfully inserted into the test is4 connector sleeve and the test ICD.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an implant procedure, high pacing impedance was noted on the left ventricular (lv) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.